Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and was unable to mechanically ventilate. This occurred near the end of a case and the patient was already being manually ventilated at the time. There was no report of patient injury.